Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete reporter and patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an ablation procedure, the patient experienced a burning sensation during lesioning. As a result, the procedure abandoned.